Event description:
It was reported that there was an unspecified catheter issue occurred (B)(6) 2012. The healthcare provider (hcp) attempted a dye study but was unable to aspirate the catheter. A rotor study was performed with normal results and the reservoir volume was accurate. At the time of the report the patient was experiencing baclofen under-dosing symptoms of chills nausea and increased spasticity. The patient was being managed by the hcp to reduce the symptoms until a revision could take place. The device system was used to deliver baclofen and dilaudid. It was later reported that the patient's catheter was replaced on (B)(6) 2013. Patient outcome was not provided. A follow-up report will be submitted if new information becomes available.

Event description:
It was later reported the patient was doing well with her therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare provider (hcp). It was reported that the line kinked and the patient had withdrawals. The patient had experienced diffuse pruritus, chills, and significant increase in spasms. She had stopped percocet, concerned that it may have been causing pruritus. She had been taking benadryl 4 times a day for pruritus despite stopping percocet. She was also taking 30 mg oral baclofen to help with the spasticity, despite still having uncontrolled spasms. On (B)(6) 2013, the hcp directed her to the emergency room to be evaluated for possible baclofen withdrawal and the emergency room (ER) felt she did not have acute life-threatening symptoms. The catheter dye study on (B)(6) 2013 indicated the catheter apparently had a kink or fractured as the hcp was unable to aspirate any fluid despite vigorous attempts. This was likely the reason for the under dosed symptoms. At revision on (B)(6) 2013, the old catheter was tied into a knot 2 times, ligated with silk tie, and left in place. The cause of the catheter kink was not found.